Event description:
It was reported that (1) device was used during a low anterior resection with double stapling technique. It was reported by the affiliate that the surgeon reported failed closure of the tissue and no other details are available. The device was not returned. There are (2) unused devices being returned for analysis of the same lot number.